Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the issue began a few days prior to her contacting lfs for assistance. She reported receiving the same blood glucose reading of "128 mg/dl" repeatedly for 2-3 days. The patient informed the mss that she manages her diabetes with novolog insulin based on a sliding scale and a slow acting form of insulin and tests >6 times per day. On (B)(6) 2012 at approximately 10:34pm, she reportedly tested on the subject device before dinner and observed a "128 mg/dl" reading. Based on her meter reading and carbohydrate consumption, she administered her novolog insulin 4-5 units and her slow acting insulin (dose unknown) and went to bed. The next morning at approximately 6:30am, she claimed she woke up with symptoms of "shakiness, headache and weakness." She tested on the subject meter and then tested using her daughter's meter (brand unknown) and claimed her meter was reading about "50 points higher." She informed the mss that she ate her breakfast immediately after testing but had to eat more carbohydrates as treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The test strips were unexpired and stored correctly. A control solution test was not performed because the patient did not have any control solution available. This complaint is being reported because the patient claims she/he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.